Manufacturer narrative:
Pump error 35 alarm during rewinding due to moisture damage on the electronic assembly and force sensor assembly. Unable to perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 35 alarm. No unexpected critical pump error (open book image) alarm noted during testing. Unit was received with faded serial number label, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called via phone to report a critical pump error on the insulin pump. The insulin pump was not dropped or bumped. The customer was sitting by a lake when the alarm occured. The blood sugar is 216 mg/dl. The insulin pump will return.